Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Lead issues are being suspected, however, have yet to be confirmed. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.